Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error in following the device's surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales rep via email that an ar-3636-1, self bunching kl 1.8 fibertak, shoulder were implanted and had the same thing happened to all of them. The surgeon cycled the drill prior to the insertion. Cycled the shuttling suture on all occasions. When pulling the shutting suture to advance the repair suture through the splice mechanism the surgeon used light tugs as detailed in the technique. When the shutting suture was going through the splice mechanism it was fraying and shearing off. The surgeon then only had a small tail and couldn't get enough force on the shuttling suture to complete the splice. The surgeon was pulling the shuttling suture in the same axis as the anchor was implanted each time. This same failure has happened in 4 different cases now. The surgeon would like this investigated.